Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they met with this patient once on (B)(6) 2023 to set up adaptive stim she never mentioned to rep any issues with the system. However, in nlink on (B)(6) 2023 she had a whole system revision. Rep had no other info about why. So, pt has a new system however she was scheduled again for surgery on (B)(6) 2023 for a battery replacement. Rep was unaware of that. Pt was scheduled for surgery but it was cancelled.

Manufacturer narrative:
H6: previously reported fdd code a0705 updated to a26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they explanted their implantable neurostimulator (ins). Pt was looking to get the interrogation results from their implant. Agent redirected to healthcare provider (hcp) as manufacturer still has not received implant. Pt stated they should've had 2 leads and not only one. Pt stated the remote was doing crazy things and saying battery is 40% and then 70% and then goes dead, pt stated it was so inconsistent. Pt stated rep was with the patient for all of this and everything is documented. Pt was frustrated that no one took accountability, and was told many different things about it is not implant issue nor external equipment issue. Pt stated her controller and recharger were replaced multiple times. Pt stated the controller would go black, white, and freeze. Pt now has a competitor implant. Pt stated the most recent implant started acting up within couple months of getting it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported they were having a lot of 'heart' or 'hard' problems because of their stimulator and patient was increasing their stimulation. Agent attempted to collect more information but the patient was escalated, requested to speak to a supervisor, and refused to answer questions and patient ended call. Agent had difficulty hearing patient during the call. Rep reported that patient was scheduled to have ins replaced today as patient believes "something is wrong with the ins" but caller didn't know exactly what this meant. Caller stated the patient thought the replacement was going to be covered under warranty. Caller last met with patient in august and requested tss review the session report for anything out of the ordinary as nothing was reported to them in august about the ins not working and they didn't see anything that would warrant a replacement. Caller noted that ins is located in patient's breast and they run at a high amplitude. Caller stated the ins replacement didn't occur today but caller didn't know the details as their partner was the one that was going to be covering the case. The session report was discussed and the ins date and time is inaccurate, which causes the dates for the stim usage and recharging to be incorrect. Patient would need to correct this by updating the time/date on their controller. Even with the incorrect date, patient is using stim and recharging sporadically but there isn't anything "wrong" with that. When patient recharges ins, that appears to be going as expected.